Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to hospital after receiving multiple shocks while in vf. The shocks were inadequate to convert the vf. The patient was syncopal and was unresponsive. Chest compression was administered and the patient was kept on ECMO. Patient was stable. Review of session records revealed intermittent undersensing at the end of vf episode. Device redetected vf and delivered additional therapies. No programming changes were made during that time. Physician will likely consider implanting additional hardware once the patient has recovered.